Manufacturer narrative:
Updated h10/h11, patient identifier, date of birth, and relevant test/lab data fields: the manufacturer received information alleging when changing settings that the value had become the maximum value on a trilogy evo o2 device. The sales representative visited the customer site and that "after turning the power off, it was after a while." When you touch an item that you want to change but it became a maximum value when touching an item that wanted to be changed." The sales representative goes on to state, "it did not respond when touching it, but it was in a situation like "+" pr "+- was being pressed all the time". The sales representative visited the me, "there was an inquiry regarding the care orchestrator data. Settings changed on 8th, but it was not recorded in the electronic medical records." The patient had passed away. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer's service technician was able to confirm "that during changes to each setting, adjustments could be made both "+"and "-" according to the touch operations on the display, without any forced changes to the settings. The manufacturer's service technician reviewed the device's error log and observed no errors indicating abnormalities for this device. The manufacturer's service technician disassembled the device and performed an internal inspection of the device. The manufacturer's service technician confirmed there were no abnormalities for this device. The manufacturer's service technician performed a functional test on the device. The device passed the functional test. The manufacturer's service technician "request for software improvement has been made. As for the change in setting values at the specific date and time, it is believed that the change was made manually, as the change is not applied unless the confirm button is pressed even if the issue occurs. Additional findings not related to the malfunction/issue the silver sticker around the silence button was gone. The manufacturer's service technician replaced the vanity cover to address this issue. The manufacturer's service technician proactively replaced the air inlet foam filter and particle filter for this device. Afterwards, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician confirmed the device was operational, and it was cleaned.

Event description:
The manufacturer received information alleging when changing settings that the value had become the maximum value on a trilogy evo o2 device. The sales representative visited the customer site and that "after turning the power off, it was after a while." When you touch an item that you want to change but it became a maximum value when touching an item that wanted to be changed." The sales representative goes on to state, "it did not respond when touching it, but it was in a situation like "+" pr "+- was being pressed all the time". The sales representative visited the me, "there was an inquiry regarding the care orchestrator data. Settings changed on 8th, but it was not recorded in the electronic medical records." The patient had passed away. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.